Event description:
Product was received by carefusion unexpectedly. A note with the returned product stated: "filter leaking". There was no report of patient harm or medical intervention. No further patient/event information is available.

Manufacturer narrative:
Manufacturer's report date: 01/15/2014. Internal file no: (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.